Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another nc emerge® balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 10mm longitudinal tear 2.5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another nc emerge® balloon catheter. No patient complications nor injuries were reported.